Event description:
Report received of a non-delivery of tpn. A home care pt receiving tpn therapy contacted the home care nurse to report that at an unspecified time, the tpn infusion had been initiated, at an unspecified rate, but 30 minutes later, none of the solution had infused. The customer stated that the pump was switched out at a later unspecified time and the infusion was resumed without further incidence. There was no reported pt harm or adverse pt effect. Although requested, no add'l info was available.